Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify what the product issue was with the "packaging of the tyvek paper on the device"? Was the tyvek torn? Was the sterility of the packaging compromised due to the issue? In regards to the tyvek paper on plee60a, it was punctured into the device which compromised to the sterility. The paper was torn.

Event description:
It was reported that during an unknown procedure, before the patient was in the room the nurse noticed the packaging of the tyvek paper on the device. There was no contact with the device and the patient. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n53g4v. The analysis results found that the plee60a device was returned inside its package. Upon visual inspection, it was observed that the blister from the packaging was damaged; it was noted to be broken at one of the corners of the package. In addition, the sterility of the package was not compromised. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends.